Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, d1, g3, g6, h2 and h11. Corrected data: d1 (brand name). Section b5: additional event information received on 10-oct-2024 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. A prowler select plus microcatheter was used. The target vessel was the anterior communicating artery. The device did not appear damaged at any time. A continuous flush was maintained. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the physician, during an endovascular embolization, an enterprise2 4mmx23mm intracranial sent (encr402312, 8697623) passed the tip of an unspecified microcatheter (mc) and started to be released. The position of the stent was not satisfactory. The physician retracted the stent back to the microcatheter and planned to release it again. The stent was found to be impeded in microcatheter tip and could not pass through the microcatheter and could not be released again. The physician removed the stent from the patient and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). After further review, the product code "delivery wire - impeded in microcatheter with loss of cerebral target position" was removed as the event description reports that the microcatheter was not replaced. Therefore, the event is not usfda reportable.